Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic for follow-up. Fluoroscopy revealed that the right ventricular lead was dislodged. Review of stored episodes revealed high voltage lead impedance was high. The lead was capped and replaced. The patient's condition was good before and after the procedure.